Manufacturer narrative:
The recipient's pain is not believed to be device related. The recipient reportedly has temporomandibular joint (tmj) dysfunction. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections e.1, e.2 & e.3, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.5, h.6, b.7, h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. It is believed that neither the pain nor the prescribed medication is device related. The recipient will be followed per the center's protocol. The recipient continues to use the device and is doing well. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain, sound quality issues and non-auditory sensation with and without device use. The recipient began taking accutane 2 months ago and glycopyrrolate 3 months ago. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.